Event description:
It was reported to philips that system's flexvision computer was black during system startup. No harm to the patient or user was reported. Philips has started an investigation of this complaint.